Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had an autofill alarm. Patient was involved but no harm was reported. Getinge field service engineer could not replicate the reported issue.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted. Initial reporter: contact person name - (B)(6).